Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 485 mg/dl at the time of the incident. The patient's current blood glucose was unknown. The customer reported that the patient¿s hands were numb and vision a little blurry. The customer treated high blood glucose with the pump and had been without insulin for a week. It had been high and needed to go get the insulin after she got the pump. The insulin pump will not be returned for analysis.